Event description:
It was reported that a patient with this artificial urinary sphincter (aus) experienced a recurring incontinence, and the balloon presented loss of pressure. A surgical procedure was performed in which the balloon was replaced and placed in a different location with no further patient complications.